Event description:
It was reported through clinic notes received on (B)(4) 2012, that the patient had developed keloid scars at the vns surgical sites and that the sites were tender. The notes indicated that the patient underwent keloid scar revision in (B)(6) 2012. Attempts for additional information are in progress.

Event description:
Additional information was obtained by the manufacturer on (B)(4) 2012. It was indicated that the patient's keloid scar surgery was solely for cosmetic reasons and was requested by the patient's caregiver. There was no suspected serious injury and the surgery was not performed to preclude a serious injury. Additionally, there was no suspected device malfunction.